Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact for further assistance if the issue arises again.